Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and axillary siliconoma.

Event description:
Healthcare physician reported right side pain, rupture, and axillary siliconoma. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion. After autoclave cycle was identified: cloudy gel, voids between shell and gel. Even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found.

Event description:
Healthcare physician reported right side pain, rupture, and axillary siliconoma. Device explanted and replaced.